Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s926usqs4cyl1, hardware: sm-s926u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that their blood glucose level reached around 500 mg/dl while wearing the pod between 4 and 24 hours. Reportedly, the cannula was not properly inserted into the infusion site (abdomen), and the pink slide did not move forward, indicating a needle mechanism failure. After the pod was removed, the cannula appeared bent.